Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿tissue damage¿ is not available. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during vns surgery, a nerve was cut. The patient was then seen at urgent care and confirmed that they had bell's palsy from the surgery. No other relevant information has been received to date.

Manufacturer narrative:
H6 health effect, clinical code: code e2402 utilized; appropriate term ¿horner syndrome¿ is not available.

Event description:
Additional information received. The provider stated that the patient does not have bell's palsy, and no nerve was cut during surgery. The eye issues the patient was experiencing was left eye ptosis likely due to inflammation of sympathetic nerves during surgery. No other relevant information has been received to date.